Manufacturer narrative:
(B)(4): the customer reported that they received a loudspeaker error message for their philips x2 monitor and the normal test time upon powering on the x2 is not heard. Replacing the speaker did not resolve the problem. A philips representative assisted the customer with implementing a field change order, however, the speaker continued to malfunction. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they received a loud speaker error message for their philips x2 monitor.